Event description:
It was reported that on (B)(6), during a mammography procedure, the c-arm did not stop at a set angle when pressing the switch. A field engineer examined the devices and found that the side switches were getting stuck. The field engineer installed new side switches and tested them, verifying that the repair corrected the reported problem. The system is functioning properly and meets all manufacturer specifications. No injury was reported.